Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device will not be returned. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a pencil connected to the generator auto-activated. The pencil was resting on a patient, resulting in a first degree burn to the patient. The burn was treated with a light dressing.

Manufacturer narrative:
Additional information: correction (based on newly received information): investigation summary the device was evaluated. The device has been used in the treatment or diagnosis of a patient. The sample met specification as received. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.